Event description:
A nurse reported following the intraocular lens implantation the patient had experienced that the distance vision was blurred and also experienced residual refractive error. The lens was replaced in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).